Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the torque was not transmitted and the helix could not be extended on the lead when testing the helix actuation outside the patient¿s body after unpackaging. Extending and retracting the helix multiple times yielded no resolution. Another lead was used and the procedure was completed without any adverse consequences to the patient.